Event description:
Novasure device malfunctioned during procedure. The array indicator light remained lit while the devices was in the deployed position. Numerous attempts were made to position the device in the proper position to allow use; another nova sure device was opened and procedure was able to be continued.